Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg. The customer reverted to an alternate method of insulin therapy.